Event description:
It was reported that the user experienced rising blood glucose to a high level after dinner and dessert while using the ilet system, with appropriate meal announcements entered; the pump was delivering basal only due to insulin on board, and the user¿s caregiver elected to perform a full supply change despite no reported leaks or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included troubleshooting and user education regarding insulin delivery logic and infusion set replacement. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia unclear and a potential infusion set or site issue not excluded. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.